Manufacturer narrative:
The device was received for evaluation. Functional testing was performed which included a flange sensor test, and it was noted that the evaluation had failing results. During evaluation, the device was also powered up, and it was noted that a system error 21502 (flange sensor failure) alarmed. An event history log review (ehlr) was performed, and it was noted that the pump failed the flange sensor test multiple times. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed flange sensor. To resolve this issue, the grommet was corrected and the mechanism and flange assembly required to be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, the device failed the flange sensor test and alarmed system error 21502 (flange sensor failure). No additional information is available.